Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No stuck button noted. Pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The nurse reported via phone call that the customer received a button error alarm. The customer's blood glucose was 163 mg/dl. The nurse also reported the buttons were sticking on the insulin pump prior to the alarm occurring. The nurse could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.